Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found a cracked tank cover and enclosure, outdated pcb and power switch, and a damaged line cord. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent functional testing. Reported customer complaint was confirmed as a result of a faulty pcb. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. The problem source has been determined to be unknown.

Event description:
Information was reported the device has a faulty display. Incident occurred during preventive maintenance; no patient involvement.